Event description:
Reference number (B)(4). Event occured in the united arab emirates. It was reported that the patient faced hyperglycemia on (B)(6) 2025. The blood glucose level was 400mg/dl at the time of event and the patient got treated with insulin pump. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.